Event description:
The account reported that the intermediate side rail was bent and would not latch. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician was unsure as to why the side rail was bent and would not latch but it was most likely due to excessive force. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The side rail was repaired by the technician replacing the e-ring, bolt, pin dowel and replacing the intermediate side rail latch kit to resolve the issue. Based on this information, no further action is required.